Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 453 mg/dl and ketones. Customer was treated with saline and approximately 2-3 insulin injections. Reportedly, treatment resolved the issue and customer was released from the hospital on (B)(6) 2019 with no permanent damage. Pump supplies were changed to resolve the reported occlusions.